Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately 2 weeks post deployment of a 26mm sapien 3 valve in the aortic position, the patient became symptomatic. Tee performed showed the patient's pvl had progressed from trace post procedure and a 7mm gradient on pod1 to a gradient of 29mmhg. Moderate mr was also seen on tee. The patient is stable but is currently being evaluated for treatment.

Manufacturer narrative:
Additional information obtained through the hospital medical records indicated that on pod 34 tee showed a peak gradient of 40mmhg, mean gradient of 29mmhg and moderate aortic valve regurgitation (pvl). The patient developed worsening dyspnea on exertion and very easily fatigued. Pod42 tee showed moderate-severe aortic insufficiency with a mean gradient of 20mmhg and peak gradient of 41mmhg. Tavr appeared underdeployed. The treatment options were discussed with the patient and given the fact that he does not have congestive heart failure, seems to be doing fairly well under medical management, and the risk associated with a re-do sternotomy, the decision was made against surgical intervention. The patient will be medically managed with serial echocardiograms performed to ensure he does not develop ventricular dysfunction based on his paravalvular leak. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the cause of the increased gradient 34 days post tavr cannot be confirmed but may be related to the under deployed valve as seen on echo, patient factors and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.